Event description:
The customer reported that there was a communication failure error message. This error resulted in the system failing to boot to a usable state and resulted in a non-recoverable loss of system functionality. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu coin battery was evaluated and replaced. The bios settings were also reset during the service event. The system was tested and found to be working as intended and returned to service.